Manufacturer narrative:
The real intelligence cori, pn: (B)(4), sn:(B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Screenshots of the case were provided and confirmed the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. The change in resection depths is expected behavior of the software. Due to the tibial surface having been changed twice (either through more points added or cleared and started over), the surface would have been recomputed differently, resulting in a change in tibial resection depth. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The clinical assessment concluded the following: ¿based on the information provided, a device replacement was required due to the reported event. The patient impact beyond the reported equipment swap, the greater than 30-minute surgical extension, and the modified surgical procedure using manual instrumentation could not be determined, as it was reported that the procedure was successfully completed and the patient ¿is doing great¿. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated.¿ the most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. This situation is captured in the risk assessment released at the time of the complaint. As part of corrective actions, the tibia bone model generation error has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that, during a cori tka procedure, the drill connected and calibrated correctly. While connected the new drill, they had to re-enter into the case and resumed at the next step, which was milling the tibia. An error was noted "bone model generation error". They recollected the tibial free mesh points and, after the surgeon collected the new points on the tibia, the resection depths were different than originally recorded. Due to the discrepancy of the numbers, they decided to change to manual instrumentation on the tibia. There was a delay of greater than 30 minutes. No other complications were reported.